Event description:
It was reported that during the maintenance checkup the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation is a design related problem. A product sample was received for evaluation. Visual inspection found no abnormality in the appearance of the main body. Functional testing found looseness of the patient outlet connector. Tightened the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted. The root cause of the reported issue was found to be design. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).